Manufacturer narrative:
(B)(4). Sample was received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from september 3, 2012 to september 4, 2012. Evaluation summary: visual inspection of the returned device found no signs of physical abnormality that could have caused the reported condition. A functional leak test was then performed by filling the device with colored water and observing for issues. During filling, leakage (backflow) was identified at the fill port. Further examination found that the leakage was due to two glass fragments, 1.10 and 1.03 mm in size, trapped under the check-band. The cause of the glass fragments was determined to be unrelated to the manufacturing process. No defects with the infusor device were able to be identified during evaluation. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. The reporter stated the leak occurred during the filling of an unknown drug at the fill port. There was no patient injury or medical intervention associated with this event. No additional information is available.